Manufacturer narrative:
Technician found the stretcher in maintenance area - had head section stuck in up position due to defective gas spring. Adjusted gas spring to resolve the issue.

Event description:
Information received alleged that the stretcher in maintenance area had head section stuck in up position. No injuries alleged.